Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 on a patient with a restricted and tethered posterior leaflet and many chordae. A mitraclip xtw (60309a2089) was prepared per the instructions for use (IFU), inserted, and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and shortly after deployment, it was observed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip, a mitraclip xtw (60310a2112) was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be captured. Therefore, the clip was removed from the patient. The procedure was completed with one clip implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. The patient was reported to be in stable clinical condition.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation appears to be related to a combination of patient morphology/pathology (tethered posterior leaflet) and procedural factors due to difficulty visualizing the clip. The cause of the reported poor imaging quality could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.